Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06735. It was reported that a patient presented in clinic. Device interrogation revealed that the pacemaker was at eri. The device was explanted and replaced. Physician suspects premature battery depletion or an error with the programmer. Patient was stable post procedure.